Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the emitter was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. This event was created for a recurrence of event in mfg report # 1723170-2019-01953. The axiem was not working on the system. The emitter details showed that the axiem box was not communicating with the system, and the emitter and all instrument ports stated "unable to read port." The emitter was replaced. No further information was provided.